Event description:
It was reported that the units were not going into kvo mode and the module are completing without an audible notification. The customer is requesting for a log review. Bd tech support had a conference call with the customer and reviewed the event logs. The logs show units were being set up for short duration of infusions, usually less than one hour, and in particular time frame the parameters were set for a five hour infusion. The customer believes that any issues are user created. The staff are changing the modules and pc units when the issue occurs. There was no patient involvement.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible,c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No devices received, log review only.

Event description:
It was reported that the units were not going into kvo mode and the module are completing without an audible notification. The customer is requesting for a log review. Bd tech support had a conference call with the customer and reviewed the event logs. The logs show units were being set up for short duration of infusions, usually less than one hour, and in particular time frame the parameters were set for a five hour infusion. The customer believes that any issues are user created. The staff are changing the modules and pc units when the issue occurs. There was no patient involvement.